Manufacturer narrative:
This (B) (4) cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
The lesion was pre-dilated several times and a 2.5 x 18 mm cypher stent was delivered to the lesion, with difficulty due to vessel calcification. The cypher was slowly inflated up to 8-10 atm, however, the pressure of the inflation device would not increase and back flow of blood was confirmed in the inflation device. Therefore, the stent delivery system was retrieved from the pt and post-dilation was conducted with a balloon catheter to further dilate the cypher stent. The procedure was successfully completed. There was no pt injury reported. The pt was admitted for a procedure with a 100%, heavily calcified lesion in the mid right coronary artery. The vessel was highly tortuous. The main indication for intervention was an acute myocardial infarction. The physician commented that the balloon may have ruptured due to vessel calcification.